Manufacturer narrative:
Medtronic received the following information from the journal article entitled: survival and reintervention risk by patient age and preoperative abdominal aortic aneurysm diameter after endovascular aneurysm repair. Robert j. Hye, afra u. Janarious, priscilla h. Chan, guy cafri, robert w. Chang, thomas f. Rehring, nicolas a. Nelken and bradley b. Hill. Ann vasc surg 54 (2019) 215-225 https://doi.org/10.1016/j.avsg.2018.05.053. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patients for the endovascular treatment of abdominal aortic aneurysms. The following events were reported: death.